Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the ins had a low battery message. Upon meeting with the patient, the manufacturer representative found that the voltage was 2.5, which indicates potential issue with battery draining quicker than normal. No symptoms were reported and no further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that patient had high amplitudes and no lead impedance issues. However, the manufacturer representative ran impedance check and amplitude levels with physician programmer. Everything normal and that the patient would be scheduled for a replacement. No further information were noted.